Event description:
On (B) (6) 2004, I had breast implant surgery using inamed aesthetics. On (B) (6) 2008, the left implant had a faulty valve and deflated and was replaced with another inamed implant. On (B) (6) 2010, I had another surgery to replace now the right side implant that had also deflated due to a faulty valve. Both inamed implants were of the same lot number. That is three surgeries in six years that should have taken only one. This is also at an extra cost to me that was not to be expected. Dates of use: (B) (6) 2004 - (B) (6) 2010.